Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unapproved viscoelastic and handpiece. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 09/27/2012. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted. In a follow up, the nurse reported that postoperatively, the iol was dislocated anteriorly which was causing the patient to be myopic. The iol was exchanged. The event resolved following the exchange procedure. The surgeon reported the use of an unapproved viscoelastic and handpiece during the surgical procedure.